Manufacturer narrative:
According to the facility on (B)(6) 2024 the yankauer provided in the kit did not provide adequate suction which "resulted in increased blood loss for the patient that was unnecessary as the provider could not visualize his incision". Per the facility they "replaced the yankauer during surgery and the mds were able to adequately suction blood and clear the field to get to the uterus safely to deliver the baby". Per the facility the patient did not require blood products and the "quantitative blood loss was 778 ml". The sample is not available for evaluation. No additional information is available at this time. A photo was received for evaluation and the complaint was confirmed, as an incorrect component was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024 the yankauer provided in the kit did not provide adequate suction which "resulted in increased blood loss for the patient that was unnecessary as the provider could not visualize his incision".